Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. The measurement did not demonstrate any deviations from the technical specifications. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a bend in the lead's distal part was noted. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that increased thresholds were noted for this rv lead. An x-ray was performed which showed effusion. Pericardial effusion and lead perforation were noted. The lead has been returned to boston scientific's post market quality assurance laboratory. Analysis details are pending.